Event description:
Info received indicates the valve was removed due to aortic stenosis. During explant, gross visual detected pannus overgrowth on the valve leaflets and thrombus noted on the outflow. The valve was replaced with no additional consequences reported for the pt.